Manufacturer narrative:
(B)(4). Date sent: 11/28/2023. H6: health effect ¿ clinical code gastrointestinal system (e10). Additional information was requested, and the following was obtained: how low in the pelvis was the recurrence? Upper rectum. -any tension on any of the tissue? No any. -what anatomic location was the anastomosis performed? Mid rectum, ileorectal anastomosis. -did the re-open make the procedure more difficult? Yes. -does the surgeon believe the difficulty with the device caused the leak? Maybe. -what color reload was used with the contour device? Green. -what were the indications for surgery? Recurrent upper rectum tumor in a patient with history of total colectomy and ileorectal anastomosis 12 years ago. -what surgical procedure was performed? Low anterior resection. -did the patient receive any preoperative chemotherapy? Yes. -were there any issues experienced with the device in the initial surgical procedure? No. -what healthcare professional fired the device and what is his/her experience with the device? Surgeon, he is well experienced and using ethicon devices more than 10 years. -where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. -did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. -was the device difficult to close? No. -was the device difficult to fire? No. -how may counter-clockwise revolutions of the adjusting knob were used to open the device? Two round. -did the healthcare professional receive audible & tactile feedback when firing the device? Yes. -were the donuts inspected? If so, please describe. Yes, both donuts were intact ring. -was a complete transection of the white breakaway washer visually confirmed? Yes. -were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. No. -what is the current status of the patient? He discharged with end ileostomy. -does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? He (surgeon) is not sure what factor related to it because everything goes well. -was a leak test performed? If so, what type and what was the result? Yes, with air push from anus and pelvic fill with saline. -was the staple line visualized endoscopically during the initial surgical procedure? No. -how was the leak identified? Based on physical exam and CT scan. -what was observed at the site of the leak upon reoperation? ¾ posterolateral breakdown. -how was the leak addressed? Posterior disruptions. -were there any issues experienced with the device in the initial surgical procedure? No.

Event description:
It was reported post op to a low anterior resection an on the fifth day after surgery symptoms and signs of leak were seen and after laparotomy disruption of anastomosis in excess of 75% found, but both stump had normal blood supply and appearance. Patient does not have a history of radiation therapy.

Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how low in the pelvis was the recurrence? Any tension on any of the tissue? What anatomic location was the anastomosis performed? Did the re-open make the procedure more difficult? Does the surgeon believe the difficulty with the device caused the leak? What color reload was used with the contour device? What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How may counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.